Manufacturer narrative:
The required parts were placed on hold and the customer decided to cancel the repair request. The device was returned to the customer unrepaired. The device remains at the customer site. No further action was taken, and none is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the general system test. It was later reported that the device is no longer powering on and the customer is requesting to have the device serviced by the philips bench. There was no reported patient involvement.